Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that his onetouch verio 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient reported that the product issue began at 1.55 pm, on (B)(6) 2018, he alleged that he obtained blood glucose readings of ¿255 and 65 mg/dl¿ on the subject meter. The tests were performed greater than 20 minutes apart. The patient reported that he manages his diabetes with oral medication, metformin and glipizide, and in response to the alleged high readings, he increased his metformin. Sometime after taking the extra metformin, the patient reported he developed symptoms of ¿hypoglycemia¿. The csr was unable to confirm with the patient what the actual symptoms were. There was no evidence the patient required or received any medical intervention. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed signs/symptoms of a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.